Event description:
It is reported that a patient will be admitted for a revision surgery on (B)(6) 2014, due to the helical blade protruding through the femoral head and into the acetabulum. On an unknown date the patient was implanted with a trochanteric fixation nail (tfn) to treat an intertrochanteric proximal femur fracture. The patient returned to the hospital and was reporting pain. On (B)(6) 2014, x-rays were taken which confirmed the protrusion. The surgeon plans to remove the helical blade and replace it with a shorter tfn lag screw. There was no delay in the surgical time due to the event. The surgery was completed successfully. This report is for unknown number of unknown screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint history of this product, there is no previously reported adverse event for similar circumstances. Per company policy this complaint is therefore deemed non-reportable. This report is hereby rescinded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown number of unknown screws. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.